Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned as it has been discarded by the customer, therefore is unavailable for a physical evaluation. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed dissimilar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the second implant would not deploy on the customer's omnispan meniscal repair 12 degree during a meniscal repair procedure. The sales rep believed it was a gun error. The case was completed by removing devices and installing another like set in the same area, same hole. There were no adverse patient consequences or delay. The sales rep stated the device was discarded by the customer. It was further reported that the surgeon fully depressed the trigger until it clicked. The surgeon believed that the gun malfunctioned. The sales rep vaguely remembers the scrub tech telling him it was crooked or bent, probe was used, meniscus was penetrated passed the depth stop to about 14mm using a 12 degree needle angle. The implant was removed with arthroscopic scissors as the second one was in the capsule. There was no delay in the surgery as a spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.